Event description:
It was reported that a user experienced a seizure during the night while using the ilet system; the spouse reported a blood glucose value of 156 mg/dl around the time of the event, no fingerstick confirmation was performed, no glucagon or other treatment was given, the seizure self-resolved in an estimated three minutes, and subsequent glucose was reported at 179 mg/dl. Symptoms included seizure activity. Outcomes included no hospitalization and recovery at home. Investigation included review of the reported glucose data and user account of the event. Investigation of this case revealed no evidence of device alarms or device malfunction and no corroborating low glucose at the time of the seizure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.